Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, unarmed; sleeve condition, conforming, stopcock condition, closed and trocar condition, conforming. Functional tests & results: flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based on the functional testing the instrument was found to arm intermittently. The weld depth was measured and obturator was found to be skewed. No conclusion could be reached as to how this occured. Co reviews each incident as it occurs in an effort to continuously improve co's products.

Event description:
It was reported during a laparosocpic cholecystectomy the 355ld did not arm. The 1seal ripped when a probe hook from a davol system was used. Another trocar and 1seal was used to complete the case. There was no consequence to the pt.